Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm prograsp forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken main tube approximately 5.00" from the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm prograsp forceps instrument stopped working. When trying to remove it would not come out, so it was removed with the cannula. It was discovered that the shaft was broken. There was no injury to the patient, and no pieces were left behind. The surgical team did a thorough examination of the whole abdomen to inspect for injury and for fallen pieces of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the shaft broke about ¼ of the way up. There was an inspection of the abdomen to look for any fragments and injury. Nothing was found at that time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.